Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative, that post implant of their implantable pulse generator (ipg), they experienced "complications". The ipg remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2021 it was further reported that the ipg exhibited electromagnetic interference. Ipg remains in use.